Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported symptom of "missing direction of flow label." Was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the case shims. The case shims will be replaced during case shimming. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was a missing direction flow label during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.